Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was mfg and used outside the us. Analysis is pending.

Event description:
Intermittent shock and potential lead breakage were reported by the physician. The subject lead and associated ICD were replaced.